Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of a zct600 intraocular lens (iol), the patient stated she is experiencing poor vision. The iol was explanted. No further information was provided.

Manufacturer narrative:
Corrected data: in the initial report the patient was indicated as a female, however it has been learned the patient is male. Additional information: additional information was received, the left eye was the affected eye. There was no incision enlargement, vitrectomy or sutures required. There was no patient injury post-op. (B)(6). Device available for evaluation ¿ yes, returned to manufacturer on 06/01/2016. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturer in a zip lock bag containing 4 products. However, none of the return samples were identified with a unique complaint serial number. It is not possible to investigate the return sample due to insufficient information and poor identification. The complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted.